Manufacturer narrative:
During the eval of the device at the MFR's service center, errors related to the power mgmt board were observed in the ventilator's downloaded error log. The power mgmt board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. There was no pt harm or injury reported.